Manufacturer narrative:
Pt info: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.50 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was reported as being implanted upside down. The patient experienced a refractive surprise and blurred vision. There was significant reduction of irido-corneal angles. The surgeon decided to add new pis during icl implantation. The surgeon plans to explant/exchange the lens but currently the lens remained implanted. The cause of the event was due to user error. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was removed and re-implanted correctly. The problem was resolved and the patient is perfect, vision is good. Claim # (B)(4).